Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 496 mg/dl. The customer was offered with troubleshooting and declined. The customer stated that they had charger up the transmitter and the meter. Customer stated that the blood glucose are in the range above 400 mg/dl and she was not on the insulin pump. Customer stated that they had not given her self insulin for the day. The insulin pump will not be returned for analysis.